Manufacturer narrative:
(B)(6). Device manufacture date: april 26, 2018 - april 27, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph showed evidence of fluid inside the overpouch; however, evidence of the ruptured bladder was not clearly identifiable. The reported condition of leak was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured which resulted in medication leakage into the overpouch. The bladder rupture was discovered at the hospital prior to patient use and after the device had been filled with levobupivacaine 0.25% 240ml. There was no patient involvement. No additional information is available.